Manufacturer narrative:
A siemens customer service engineer (cse) specialist was dispatched to the customer site. After evaluating the instrument, the cse cleaned the diluter of the sample probe, calibrated the sample probe, replaced the wash manifold, which was leaking, replaced kinked tubing at the acid valve, cleaned the luminometer, changed the pinch valve tubings, and changed the aspirate probe guides. The cause of discordant, falsely elevated tni-ultra results on one patient sample is unknown. The instrument is performing according to specifications. No further evaluation of the device is required

Event description:
Discordant cardiac troponin I (tni-ultra) results were obtained on one patient sample on an advia centaur xp instrument, upon initial and repeat testing. The discordant result was reported to the physician(s), who questioned it. The sample was repeated on an alternate advia centaur instrument in replicates of four, all resulting lower. It is unknown if the corrected results were reported to the physician(s). There are no known reports of patient intervention or adverse health consequences due to the discordant tni-ultra results.